Manufacturer narrative:
Monitor and electrode belt were returned to distributor for evaluation. Device evaluation of the electrode belt has not been completed. Device evaluation of the monitor has been completed by the distributor. The reported treatment event was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the treatment. Service code 104 was found during evaluation. Service code 104 is due to a defective sd card. The monitor passed essential performance testing. The root cause of the defective sd card could not be positively identified.

Event description:
Us distributor contacted zoll to report that a patient was treated 2 times by the lifevest. The patient reports they were conscious and sitting in a wheelchair during the event. Patient did not press the response buttons. The pre and post shock rhythms are not visible. It is not known whether the rhythm was converted by the lifevest defibrillations. The patient was in a skilled nursing facility prior to the event, during the event, and remained there following the event. No injury was reported from the treatments. The patient continues to use the lifevest. Holter data is not available for the time of the treatment. The device flag data review shows the patient received two lifevest treatments on (B)(6) 2022. The flag data shows the shocks were delivered on (B)(6) 2022 at 1:19:10 pm and 1:19:37 pm.